Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
As the doctor was using the impactor to impact the acetabular cup, the impactor broke.

Manufacturer narrative:
An event regarding damage noted during inspection for an adm impactor was reported. The event was confirmed. Method & results: device evaluation and results: the impactor was fractured at the threaded end and the tip damage consistent with impaction. Medical records received and evaluation: there were no medical records provided for review. Device history review: a device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: there have been one other event for the lot referenced. Conclusions: this event falls under the scope of a CAPA. The investigation concluded the failure mode is design related. The CAPA determined corrective actions to be implemented and was closed on (B)(6) 2014. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As the doctor was using the impactor to impact the acetabular cup, the impactor broke.